Manufacturer narrative:
Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The investigation was completed on (B)(6) 2021. An analysis was performed on the picture that was provided by the customer. The picture showing the sheath packaging was received for analysis. The photo does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. The customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The returned device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history review was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation. Initially it was reported that the inner sheath (dilator) could not advance in the outer sheath due to the impediment. The needle was not able to be moved through the sheath. The sheath was completely blocked. There was occlusion when irrigating the sheath. A second sheath was used to complete the procedure. There was no patient consequence reported. The event was assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2021 that the hemostatic valve was dislodged inside of hub. The returned condition was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this lab finding is (B)(6) 2021.